Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Site representatives evaluated the device and determined the fuses had blown. They replaced the fuses and the system functioned normally.

Event description:
A site representative reported that the system was not charging and did not appear to have power to the unit. With the unit unplugged from all power sources, the site biomed tested the mobile view station (mvs) f11/f12 fuses and reported that they were blown. There was no patient present when this issue was identified.